Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they may have accidentally hit the bolus button twice. Customer mentioned that they had high blood glucose of 400mg/dl. The customer indicated that they hit another button on the pump and the delivery stopped. At the end of the call, customer's blood glucose was 280mg/dl. Customer was advised to monitor the pump and to follow up with their doctor regarding their high blood glucose and call back if further issues. Customer declined further high blood glucose troubleshooting.